Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called because they wanted to know how to turn off their device as a representative (rep) from another company wanted to try something else and they didn't want to try it with their stimulation on. It was reported that their device was at eos (end of service) and it was reviewed that they are not getting therapy when the device is at eos. It was indicated that there was an allegation/dissatisfaction with the ins longevity. The patient stated that they didn't even think they had their device for a year. Patient services asked what their settings were at and they stated they thought they were at 9.5 volts. Patient services stated that would be why, they stated the battery lasts based on the settings and use and told the patient that 9.5 volts was a high setting. No symptoms were reported. The patient was redirected to follow-up with their hcp about getting a replacement. The event occurred on 2018-05-15. No further complications were reported/anticipated.